Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11. Additional narrative: h3, h6: product code: 05.000.008. Lot number: 008518. Release to warehouse date: 19.mar.2024. Manufacturing site: triangle manufacturing. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Service and repair evaluation: the customer reported: all speeds barely work on 05.000.008. The repair technician reported that the electrical cable cord was damaged, debris was observed on the protector, preventive maintenance was required, some parts of the device did not function, and a foreign substance was present on the housing. The cause of the issue was user error. The item will be repaired, put through final inspection, and will be returned to the customer upon completion of the service and repair process. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed.

Event description:
It was reported that all speeds barely. There was no patient involvement, the issue was identified during weekly audit.